Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remained ongoing on hm3 lvas, serial number: (B)(6), until on (B)(6) 2022 when the patient ultimately expired. No product was returned for evaluation (reference manufacturer reference number#: 2916596-2022-16125). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿right heart failure¿), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that an echocardiogram was taken on (B)(6) 2022 which revealed that the patient had mild tricuspid regurgitation and a dilated right ventricle with moderately to severely reduced systolic function. A complete transthoracic echocardiogram was performed using 2d imaging, color doppler, complete spectrum doppler and m-mode. The parasternal view was captured. The patient was in sinus rhythm at the time of the study. The overall study quality was adequate due to the patient's clinical status. The left ventricle was mildly dilated. There was normal wall thickness. There was severely reduced left ventricular systolic function with ejection fraction of less than 20%. There was severe global hypokinesis. The left ventricle diastolic function was unable to be assessed due to the pump. There was no aortic insufficiency. The aortic valve did not open during systole. The pump's baseline speed was 5000 rpms. The right ventricle was dilated with moderately to severely reduced systolic function. There was an implantable cardioverter-defibrillator (ICD) lead present in the right ventricle. The left atrium was mildly dilated. The right atrium cavity size was normal. The aortic valve was not well visualized. There was no aortic stenosis or regurgitation. The mitral valve was not well visualized but probably normal. There was no mitral stenosis or regurgitation, the tricuspid valve was not assessed but probably normal. There was no tricuspid stenosis. There was mild tricuspid regurgitation. The pulmonic valve was not well visualized. The pulmonic stenosis and regurgitation were unable to be assessed. The inferior vena cava demonstrated a diameter of more than 2.1 centimeters and collapsed less than 50%. Therefore, the right atrial pressure was estimated at more than 15 mmhg. There was no pericardial effusion.

Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.